Manufacturer narrative:
Walker, t., streit, j., gotterbarm, t., bruckner, t., merle, c., streit, m. (2015) sports, physical activity and patient-reported outcomes after medial unicompartmental knee arthroplasty in young patients. The journal of arthroplasty , volume 30 , issue 11 , 1911 - 1916. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "sports, physical activity and patient-reported outcomes after medial unicompartmental knee arthroplasty in young patients". This article addresses that one (1) patient had a bearing exchange for dislocation at 13 months. There has been no further information provided and the patient outcome is unknown.